Event description:
It was reported that a physician's handheld was not functioning properly. It was initially believed that the issue may be with the programming wand, however, after troubleshooting was completed (changing wand battery and interrogating demo devices with other handhelds) it was found that the issue was with the serial adapter cable of the handheld. The physician was sent a replacement handheld. Good faith attempts to obtain the product identification info as well as the old handheld back for product analysis have been unsuccessful to date.